Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Analysis of the log file confirmed that there was malfunction in the x-ray-pc. During troubleshooting, the fse identified that the hard drive slot one (left) was not working. The fse replaced the x-ray pc. After the replacement of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not bootup. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.